Event description:
Early on thanksgiving morning, the patient who was a resident on the alzheimers unit, a long term care facility. Was found strangled or sufficated such strangulation or suffocation occurred as a result of the patients head and neck being caught between the side rail of her bed and the upper portion of her bed, which had been elevated by electronic control. This is the condition in which the patient was found. How, and by whom, the bed was raised remains unk. This incident has been investigated extensively which conculded that the death was accidental. No problems were identified with the functionality or performance of the bed.